Manufacturer narrative:
H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to aneurysm enlargement and endoleak.

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Reportedly, pre-treatment computed tomography angiography (cta) showed that the maximum diameter of the aortic aneurysm/lesion was 62.2.mm. Patient tolerated the procedure. From (B)(6) 2014 to (B)(6) 2014 the follow up scans determined that the maximum diameter of the aortic aneurysm/lesion increased in size from 62mm to 67.6mm. From (B)(6) 2015 to (B)(6) 2018 the follow up scans determined that the maximum diameter of the aortic aneurysm/lesion decreased in size from 65.2mm to 56mm. From (B)(6) 2019 to (B)(6) 2021 the follow up scans determined that the maximum diameter of the aortic aneurysm/lesion increased in size from 57mm to 60mm. Reportedly, on (B)(6) 2022, an infrarenal abdominal aortic aneurysm enlargement with right and left iliac distal type I endoleaks were noticed. Reportedly, on (B)(6) 2023, the patient had a right and a left iliofemoral angiogram procedure with a distal limb extension on the right side using a plc231000/25278865 device and on the left side using a plc271200/24923176 device. The devices were post dilated using a reliant angioplasty balloon. The endoleaks were fixed. The patient tolerated the procedure. The devices implanted at the initial procedure were evaluated and showed that they were well positioned. On (B)(6) 2023, the patient discharged home in improved condition.

Manufacturer narrative:
Adverse event problem code c20: a review of the manufacturing record for the device is going to be conducted. The investigation is in process. Further information will be provided. Please note that the distal type I endoleak with an aneurysm enlargement on the left side was reported separately on (B)(6) 2023. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.